Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 69-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and dialysis presenting with post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) scai stage d shock on venoarterial (va) extracorporeal membrane oxygenation (ECMO), multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support during high-risk CABG and aortic valve surgery. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) was turned on and functional; however, the purge cassette was not able to seat correctly on the left-hand side of the block. The purge fluid did not adequately prime, as a full 10-minute prime was allowed and the purge fluid did not reach the cannula. The aic was exchanged. Subsequently, the aic had ¿purge flow reduced¿ and ¿purge pressure alarms¿ with purge flow dropping to <1 and pressure increased to >1,000. The patient was on and off anticoagulation during the hospital stay and experienced significant bleeding issues throughout the course of care. The post-procedure outcome was expired at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Bleeding may be influenced by patient-specific and device-specific factors such as critical illness, anticoagulation status, and device purge requirements. The impella device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient who presented in scai stage d shock.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D4: corrected catalog number and serial number.

Manufacturer narrative:
Corrected data. D1 updated/corrected. Investigation summary: major bleed: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no product and insufficient data logs were returned for evaluation.